Event description:
It was reported that during a gastrectomy procedure, the deployed staples were unformed at the first firing. Reinforcement product was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.